Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure alarm condition. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device failed test steps related to the issue. The device's active exhalation control module will be replaced to address the issue.